Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant information, a supplemental manufacturer's report will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a navigator ureteral access sheath was used during a ureteroscopy on a pt (B)(6) years of age. According to the complainant, when the doctor placed the access sheath, the blue coating came off at the hub exposing the metal coils. The problem occurred outside the pt and no fragments fell inside the pt. The case was completed with this device and the pt condition was reported as "fine".